Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a weak battery from the insulin pump. The customer's blood glucose reading was 121 mg/dl. The customer stated that there was a black dot on the pump screen. The customer stated that there was also a low battery on the pump battery icon. The customer stated that they were not able to rewind the pump. The customer stated that the pump was not suspended. The customer will call back if further assistance is needed.